Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pneumothorax following implant of the right ventricular (rv) lead. A chest drain was performed to resolve the event. The patient was stable following the procedure and there were no adverse consequences.